Event description:
The patient's legal guardian (lg) reported the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient reportedly woke up feeling weak with difficulty walking. The patient appeared pale/grey in color, was vomiting and had a dry throat. The patient's lg attempted to deliver a bolus but felt the pod was leaking insulin on the skin. The patient's lg removed the pod and applied a new one. At the hospital. The doctor removed the new pod and delivered insulin intravenously. The patient was prescribed co-amoxiclav and benzylamine spray for the patient's dry throat. The patient was discharged from the luton & dunstable university hospital after 2 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available.